Event description:
During a transfemoral tavr procedure, upon removal of a balloon valvuloplasty catheter (bav) a vascular injury of the common femoral artery was noted. The case was aborted and the valve was not implanted. A 20fr sheath was placed. Bav was performed with an edwards 25mm x 4cm balloon; however, after deflation, the 25mm bav would not pass through the sheath and could not be removed. The balloon was aspirated again, but still could not be removed from the sheath. The decision was made to remove the sheath and balloon together but after the sheath was removed the balloon got stuck at the left common iliac artery. The balloon was re-aspirated and the physician managed to bring the balloon partially out of the arteriotomy (2cm on balloon was out and 2cm was still stuck). A surgeon finally removed the balloon with arterial intima attached and the case was aborted. Per report, the balloon appeared to have not re-wrapped properly--creating a ¿pumpkin head" that wouldn't pass through the sheath and/or the artery which prevented usual removal.

Manufacturer narrative:
The bav catheter and the esheath were returned to edwards for evaluation. During visual inspection, a unique balloon fold located approximately 1¿ proximal of the distal nose tip was noted, along with two kinks on the balloon catheter: one distal of the strain relief and one proximal of the balloon to balloon shaft bond. No manufacturing abnormalities were observed. Visual inspection of the esheath revealed the sheath liner and distal tip remained unexpanded; there was minor distal tip damage and sheath shaft scratching. No manufacturing abnormalities were observed. An attempt was made to withdraw the returned bav catheter from the esheath prior to and after the decontamination process. Retrieval of the balloon could not be performed through the esheath without massaging the balloon. During functional testing, attempts to withdraw the balloon out of the sheath resulted in the balloon catching on the edge of the sheath and bunching of the balloon material. Dimensional analysis of the balloon outer diameter (od) and wall thickness met specification. In an attempt to recreate the failure mode, a sample 25mm bav device was prepped and inserted through the returned 20fr esheath and fully inflated with diluted contrast medium to nominal volume. After inflation, a residual amount of fluid was left in the balloon and retrieval of the balloon was attempted. When there was approximately 2-3cc of residual fluid in the balloon, the balloon od was too large to enter the sheath tip and the balloon could not be withdrawn. Subsequently, it was observed that if the residual fluid was removed by deflation/aspiration of the balloon while the balloon was in contact with the sheath tip, a unique fold in the balloon was created and the balloon could not be withdrawn. Furthermore, the deformation of the balloon fold remained, regardless of subsequent attempts to slightly inflate and deflate the balloon. During manufacturing, the device undergoes multiple 100% inspections for separation at the bond sites, deterioration and contamination, inspection of balloon shape and verification of the inflated balloon od. Based on these inspections, it is unlikely that a manufacturing non-conformance contributed to the reported event. The difficulty withdrawing the bav through the esheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Functional testing demonstrated that if an attempt is made to deflate/aspirate the balloon while it is in contact with the sheath tip, deformation of the balloon may occur causing withdrawal difficulties from the balloon catheter. As per the IFU, ¿completely deflate the balloon and gently withdraw the balloon catheter and do not advance or retract the device unless the balloon is fully deflated under vacuum¿. In this case, procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is being returned for evaluation.